Event description:
The pt received an scs system including an ipg on (B)(6) 2011. It was reported that the pt is without stimulation and is observing the "no telemetry" message on his programmer. The pt is also concerned with the recharge burden for his ipg. An appointment will be scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.